Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost stimulation, and the programmer displayed message indicating that ipg had reached end of life. Troubleshooting confirmed that the ipg was unable to communicate with external devices and the ipg was deemed inoperable. It was noted that patient used tonic stimulation. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.